Event description:
It was reported that during the implant procedure, this lead exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms. The lead was repositioned several times, but the impedance issue could not be resolved, so the lead was removed and another model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.